Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident on 6/26/97. Approx five months post procedure, the pt returned with inflammation and vaginal dehiscence of the sling material. The sling was removed on 11/28/97 without incident. The pt remains continent. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site."